Event description:
It was reported that upon the use of the product, an alarm sounded. After the cassette was changed to another one, the alarm stopped and did not go off any longer. The details of the alarm is unknown. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed.a product sample was received for evaluation. Visual and functional testing were performed. The sample was fully priming and connected without difficult, the pump was set running and the alarm was not activated. The complaint was not confirmed. No root cause could be determined since the complaint was not confirmed.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07786 is no longer considered reportable, please disregard any MDR reports associated with it.